Manufacturer narrative:
B3: the peritonitis episodes occurred on an unreported date from sep2022 to sep2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced five episodes of peritonitis within one year. The cause of the peritonitis was unknown. On an unspecified date, the patient was treated with unspecified antibiotics for peritonitis. It was not reported if the patient was hospitalized for the events. At the time of this report, the patient had currently stopped pd therapy; however, the patient outcome was not reported. The reporter declined to provide additional information.